Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) completely pulled out from the collar, and a kink in the hypotube located 17cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2018. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complication were reported and the patient's status post-procedure was stable. However, device analysis revealed that inspection revealed a complete separation at the collar with the polytetrafluoroethylene completely pulled out from the collar.